Manufacturer narrative:
One opened handpiece was received for the report of plastic like sticking deposit under implant during surgery. The returned sample was visually inspected and found to be conforming. The plunger height was dimensionally inspected and found to be conforming. A functional thread engagement and plunger movement test was performed and found to be conforming. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A photo attached to the parent complaint was reviewed by the investigation site. The photo shows an screen with an eye, two circles pointing to what appears foreign material, the composition and source of the foreign material cannot be confirmed on the photo attached. The returned sample was found to be conforming for all visual inspections, dimensional inspections and functional tests, associated with the reported event, therefore a plastic like sticking deposit under implant as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during implantation of an intraocular lens (iol) the deposit appeared during surgery when the implant was placed, the deposit was completely removed from the eye by polishing during the initial procedure and the deposits were like small filaments. The patient's current health status was symptoms resolved. Information was provided by the surgeon and it was further clarified that the injector had issues. The damage in the nozzle may indicate a handpiece issue.